Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up#1 (11/19/2012) device evaluation: the test strips and meter involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found, the complaint was not confirmed. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging a onetouch verio iq meter was displaying inaccurately high results when compared to an hcp meter. The patient was unable to recall the results obtained. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient alleged the meter was reading inaccurately high. There is no evidence that the alleged issue cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.